Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the peritonitis event. The patient was treated injection vancomycin (1gm), injection amikacin (100mg) and injection heparin (1000iu) for peritonitis. At the time of this report, the patient outcome and action taken with pd therapy was not reported. No additional information was available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.